Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. The investigation was unable to determine a definitive cause for the reported clip actuation issue and difficulty grasping the leaflets. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. The clip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for difficulty closing the mitraclip, which has the potential for tissue damage. It was reported that the patient with degenerative mitral regurgitation underwent a procedure to treat mitral regurgitation (mr) grade 4+ in challenging anatomy. During the procedure, the mitraclip was advanced and was able to grasp the leaflets; however, during evaluation, it was noted that the clip had not fully closed and remained approximately 40 degrees open. The arm positioner knob was turned as far it would turn, but the clip remained open. The implanter removed his hand from the arm positioner knob and the clip abruptly closed. The final arm angle was checked twice and the clip remained closed. Clip placement assessment continued and it was noted that the posterior leaflet had come out of the clip. A successful attempt was made to re-grasp the posterior leaflet and the clip was noted to close normally. The clip was then deployed without issue and the mitral regurgitation was reduced from pre-procedure mr grade 4+ to trace. No additional information was provided.